Event description:
Reported via clinical studyit was reported that thrombosis occurred.a left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine follow up appointment with computed tomography (CT) and transthoracic echocardiography (tte) scans, imaging showed that the closure device was partially thrombosed internally, with an image consistent with a thrombus around the release screw, and a lack of closure at the posterior level, with a gap of about 2mm filled with contrast in the fundus of the antrum. The corrective action taken was an oral medication change or adjustment other than antithrombotic.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine follow up appointment with computed tomography (CT) and transthoracic echocardiography (tte) scans, imaging showed that the closure device was partially thrombosed internally, with an image consistent with a thrombus around the release screw, and a lack of closure at the posterior level, with a gap of about 2mm filled with contrast in the fundus of the antrum. The corrective action taken was an oral medication change or adjustment other than antithrombotic.